Event description:
The event occurred with a 8" pressure infusion (400psig) ext set w/clave® clear, clamp, rotating luer. The customer reported that there was a foreign item within the tubing prior to use. There was no report of patient involvement, no delay in therapy, and no patient harm.

Manufacturer narrative:
One used. List #mc33392, 8" pressure infusion (400psig) ext set w/clave® clear, clamp, rotating luer; lot #5512930. One used. Manufacturer unknown, pink adaptor; lot #unknown. Fluid residuals were observed in the mc33392 pressure infusion ext set as received. A white substance was observed in the y-clave. The size of the foreign substance exceeded visual inspection criteria. The y-clave was disassembled and the foreign matter examined. The white substance was soft and appeared to be a prior infusate. An ft-ir analysis was performed and a close match with castor oil was found. Castor oil is not used in the manufacturing process. The reported complaint can be confirmed. The probable cause is due to prior infusate during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.